Manufacturer narrative:
An outside the united states customer contacted siemens to report that two falsely depressed valproic acid (valp) test results were obtained on one patient sample from a dimension exl 200 integrated chemistry system. Siemens is investigating.

Event description:
Two falsely depressed valproic acid (valp) test results were obtained on one patient sample from a dimension exl 200 integrated chemistry system. The initial result was not released to the physician(s). The same sample was repeated on the same dimension exl 200 and the result was not released to the physician(s). The same sample was repeated on an alternate instrument in the same lab and on an alternate dimension exl 200 in another lab. The higher, repeat test results from the alternate instrument in the same lab were considered correct and were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2517506-2022-00099 was submitted on 26-apr-2022. Supplemental MDR 2517506-2022-00099_s1 was submitted on 21-jun-2022. Additional information (12-jan-2023): siemens reviewed the available information and found that the customer was performing an internal method validation protocol for valproic acid (valp) between their previous analyzer and the dimension exl 200. The customer observed falsely low valp results on the dimension exl. System log file data showed inconsistent photometer absorbance recovery after reagent arm 2 delivery. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. Hardware inspections spanned the site's environmental components (electricity and water), the quality of all transfer arms and their belts, instrument metering and ultrasonics, photometer quality, cuvette manufacturing, instrument thermals, and customer handling of their samples. Within the investigation timeframe, the method was validated, and the customer elected to transition all valp testing to their dimension exl system. The cause of the falsely depressed valproic acid (valp) test results is unknown. The system is performing within specifications. No further evaluation of this system is needed.

Manufacturer narrative:
The initial MDR 2517506-2022-00099 was submitted on 26-apr-2022. Additional information (07-jun-2022): siemens has recommended that the customer service engineer (cse) perform several instrument service activities including inspection of the pump panel, sample arm tubing and probe alignments. The operator has reported that the valproic acid imprecision issue is not resolved. Siemens is investigating.